Manufacturer narrative:
B5, d6a, g3, h3, h6. The complaint allegation could not be confirmed. The photographic evidence provided, including an x-ray image from the field, does not clearly show any damage to the screws. Based on this, arthrex has determined that the reported issue is likely a patient-specific event.

Event description:
Additional information provided: further information was received that the initial surgery was performed on (B)(6) 2025. The plate did not break. Further information was provided that the devices were initially implanted to treat broken wrist. It was further reported that during the revision surgery the plate and all three screws were revised.

Event description:
It was reported that a patient underwent a revision surgery because 3 distal screws broke. According to the patient there has been no accident/incident that caused the screws to break. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.